Manufacturer narrative:
The customer declined the option to have their glidescope avl video baton 3-4 returned to verathon for evaluation. Since the device was not returned to verathon, the root cause of the "black image" issue could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the display went black during use. The customer was able to isolate the issue to the video baton 3-4 cable. A delay in the procedure of an unknown duration occurred as a backup pgvl unit was obtained. No harm to the patient or user was reported.